Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised after hyperextending their knee. The articular surface's post have fractured.

Manufacturer narrative:
No device or photographs were received; therefore the condition of the component is unknown. Review of the device history records cannot be performed due to lack of sufficient information. This device is used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Review of the x-rays provided cannot confirm the breakage of the implant. A definitive root cause for the hyperextension cannot be determined with the information provided.